Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion l4-5 procedure. Posterior instrumentation being used at l4-5, and navigation system being used for interbody as well as screw placement. The placement of the structural intervertebral device at l4-5. It was reported that upon attempting to attach the instrument to the navigation impactor instrumentation, the surgeon found that the attachment peg on pin was too wide and would not fit. Another pin of the same size but different lot number was opened and the peg was the correct size. The manufacturer representative was in the room during the procedure as was the normal process and compared an unopened pin of the same lot as the defective one with the opened pin and found that the pegs looked the same size. There was only one pin left in the core with this lot number and it was pulled. Upon asking the surgeon while completing the sheet, it was confirmed that product, if used, could have caused harm to patient by possibly getting stuck and having to be cut out of the bone. This occurred intraoperatively, and there was a patient present. Additional information was received. The most likely / suspected cause of the issue was a manufacturing error.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.